Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00133. It was reported the patient underwent a procedure to implant a permanent drg system. During the procedure the physician encountered difficulty placing the leads. Fluoroscopy was being used in order to check lead positioning and the fluoroscopy machine ceased functioning 26 minutes into the procedure. The physician elected to remove the leads which had been placed and abandon the procedure.